Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis procedure when the issue occurred. The procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the device¿s fluoroscopy is delayed. When pressing the footswitch, it takes a few seconds to image. The fse re-create data stores and clear out all old images from system. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s fluoroscopy is delayed. When pressing the footswitch, it takes a few seconds to image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.